Manufacturer narrative:
(B)(4).

Event description:
Caller tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.